Event description:
Reporter indicated that patient had passed away. It was reported that the patient died in their sleep and that the death was unwitnessed. Autopsy is pending. No cause of death was given at the time of the initial report. Physician indicated that the relationship of the ncp system to the cause of death was unknown. It was reported that the patient's seizure frequency was unchanged with the ncp system. Patient was last seen by physician on 02/2002. Attempts to obtain additional information have been unsuccessful to date.